Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in insulin delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: investigation revealed that the battery compartment was cracked in multiple places and the battery compartment threads were damaged. There was evidence of moisture contamination found inside the battery compartment. Leak testing revealed a battery compartment leak. Unrelated to the original complaint, investigation revealed the following: there was evidence of moisture behind the display; the display was dim and discolored; the pump casing was cracked between the corner of the display lens and the case seal; leak testing revealed a leak at the casing crack; the pump casing was removed and there was evidence of moisture contamination found on internal pump components.